Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump had an intermittent power issue because the battery cap is not able to be secured properly to the pump and the battery compartment is cracked. The reporter denied that there was damage to the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: review of the black box data revealed intermittent power loss on the date of the complaint, (B)(6)2019, with a replace battery (128) alarm recorded. On examination, the battery compartment was confirmed to be cracked as alleged in the complaint. The battery cap that was returned with the pump for investigation had stripped threads and was not able to securely properly to the pump to maintain electrical connection for operation. The threads in the battery compartment were also noted to be stripped. Moisture corrosion was found inside the battery compartment. Intermittent power loss was duplicated during investigation.